Manufacturer narrative:
(B)(4). Evaluation summary: the report of stenosis was confirmed through observed host tissue overgrowth. Report of patient prosthesis mismatch was not able to be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 1mm at commissure 2 on outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off from the valve and exposed the wireform around leaflets 1 and 3 on the inflow aspect and around leaflet 3 at the outflow aspect. Leaflet 2 was observed to be thickened and swollen at the cusp area. Sutures remained attached on the valve and cut off sewing ring. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. It has been determined that the root cause of this event was likely due to patient and/or procedural related factors. There is no indication or allegation of a manufacturing related deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for three (3) years and six (6) months, was explanted due to aortic valve stenosis secondary to patient prosthesis mismatch. The patient was noted to have increased gradients. Intraoperatively, the aortic annulus was noted to be on the smaller side. A small septal myomectomy was performed to enlarge it further. Annular enlargement down into the base of the mitral valve using a pericardial patch was also performed. The explanted device was replaced with another edwards valve. The mean gradient was 3mmhg. There was no evidence of any perivalvular or intravalvular leak. She was discharged in stable condition to a snf in pod #8.

Manufacturer narrative:
Reference CAPA-20-00141.